Event description:
It was reported that the pump battery would not charge resulting in pump shutdown despite using working outlets, tandem charging supplies, and different wall adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer reverted to manual injection for insulin therapy.